Event description:
When the device was used during a left pneumonectomy, the staples were malformed resulting in bleeding. The case was completed using sutures. Consequently, the or time was extended by more than an hour. There was no other reported patient consequence.